Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed internal leakage test during pre-use check. A leakage was confirmed from the o2 hose quick coupling connector. The problem was solved by replacing the o2 hose quick coupling connector. The replaced o2 hose was an aga hose. No device logs have been received and no parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).